Event description:
A talent stent graft system was implanted in a pt for the emergent treatment of a transaction of the thoracic aorta. The pt also had some issue with the splenic artery. Details on the transection and vessel morphology were not reported. It was reported that the talent stent graft system was successfully implanted in the pt; however, 5 days post-implantation, the pt expired from the respiratory failure. The physician stated that there were no issue with the stent graft.

Manufacturer narrative:
(B) (4): eval results: death. Emergent aortic transection. Device was used for treatment of an emergent aortic transection.